Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in (B)(4) alleging the meter was reading inaccurately compared to calibrated lab reading. The reporter did not report any blood glucose values. This complaint is being reported because the customer care advocate was unable to troubleshoot the alleged issue with the patient. There is no indication that the lfs product caused or contributed to an adverse event.